Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced with a different model. Issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable due to them not charging as recommended. As a result, the ipg is no longer able to communicate with the patient controller or charger. Surgical intervention may be pending.